Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke. It is unknown if a specimen was in the bag when it broke. It is unknown how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Multiple request for return of device have been made but no device has been returned.